Event description:
According to the procedure report by dr. In 2002 this pt had an aicd previously implanted. (In 2002). There were excellent atrial and ventricular lead pacing thresholds, but for some reason they were unable to pace through the device. The pt was brought to the o.r. For aicd generator change.